Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables malfunctioned. The customer attached the product (an l-70) to the hl-90 (a hot line) and turned it on in a pre-use check, but a "check disposables alarm" sounded. The customer then changed the l-70 to another one, and this time, no alarm was issued. No patient injury..

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.